Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump.

Manufacturer narrative:
The insulin pump received with blank display problem isolated to mother board. Unable to verify for motor error alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to blank display. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.